Manufacturer narrative:
(B)(4). No further information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient was seen in the clinic after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that after the patient sneezed, the amplitude morphology changed (back to normal). It was also noted that there was an increase in impedances since implant (but still within acceptable range), which may indicate the system is implanted in body fat; but the caller noted patient is not obese. Boston scientific technical services (ts) discussed troubleshooting options. Boston scientific engineering was also consulted and was concerned of a possible setscrew issue. No further information has been provided. The patient is scheduled to be seen again in (b)(6 2016. No adverse patient effects were reported. The field representative was contacted and provided additional information. He reported that the patient was seen by the physician and had ended up getting a small infection at the 3rd (top) incision site. The wound was open and oozing. Air was getting into the pocket. The incision was cleaned and reclosed. The device was deactivated, but will be enabled at a later date.